Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Customer performed troubleshooting steps including rebooting the station and attempting to recover the drawer; however, the issue was not resolved and the drawer remained non-functional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be restored through reboot and recovery attempts. The field service engineer (fse) reseated the row board cable at the drawer controller board and the row board trays, inspected all cables for visible damage, removed pockets, and cleared any debris that could have caused electrical interference. The fse performed diagnostic testing using the hardware test application and verified the device status after completion. The system functioned as intended after field service engineer repaired the device.